Event description:
It was reported that the device was explanted and replaced with a similar device due to a possible break, tear, hole, or occlusion. Dye study revealed dye leaked into the pump pocket. No patient symptoms or injury were reported. It is unk what drug was in the pump.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.